Event description:
Customer called to report the insulin pump alarmed for compromised force sensor system. Blood glucose reading was 184 mg/dl. The insulin pump was not dropped or bumped prior to the alarm. Advised the customer to check for protrude, loose or flush drive support cap. The customer stated that the drive support cap was sticking out. Informed the customer that the sensor did not detect the reservoir during the seating process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and or protruded drive support disk. The device was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.